Manufacturer narrative:
The reported event of decreased leaflet mobility could not be confirmed. Dyspnea was also reported. The results of the investigation are inconclusive since the device remains implanted but inactive due to the tavi and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that the valve had been implanted for over 6 years.

Event description:
On (B)(6) 2011, a 21 mm trifecta valve was implanted. On (B)(6) 2017, the patient presented with worsening symptoms of svd including dyspnea and was diagnosed with structural valve deterioration. Upon further examination, decreased leaflet mobility was observed. On (B)(6) 2017, a valve in valve procedure was performed in the 6 year old trifecta valve. On (B)(6) 2017, the patient was discharged. ((B)(6)).

Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted. On (B)(6) 2017, the patient presented with worsening symptoms of svd including dyspnea and was diagnosed with structural valve deterioration. Upon further examination, decreased leaflet mobility was observed. On (B)(6) 2017, a valve in valve procedure was performed with an edwards s3 valve implanted in the 6 year old trifecta valve. On (B)(6) 2017, the patient was discharged.